Event description:
The patient presented to the ed (emergency department) with withdrawal symptoms secondary to an empty pump reservoir. The symptoms included increased pain, sedation, and hallucinations. The patient had been non-compliant and did not keep appointments in the clinic. The pump was refilled on (B)(6) 2015. The event outcome was reported as ¿resolved without sequela¿ as of (B)(6) 2015. The severity of the event was noted to be ¿mild¿. The device system was delivering dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).